Manufacturer narrative:
Mfg. Event ID: (B)(4). The testing and investigation results confirmed an under-delivery. The pole pieces of the motor were found to be misaligned.

Event description:
The device evaluation identified a reportable malfunction, under-delivery, related to the original complaint, which was not a reportable event.